Event description:
It was reported that the reason for call was the patient has been getting a 2703 code with the patient application that started within the past couple of days. The clinician also got an oor message when using the clinician application to connect to the ins. The caller was not with the patient. Tech services reviewed information about oor. The caller will meet with the patient in the next couple of days. Additional information was received from the manufacturing representative (rep). Rep reported that patient had an investigate message on contact 0. Rep reported that the cause of the oor message was due to an impedance issue. Patient stated that they have no change in efficacy so no actions will be taken at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.